Manufacturer narrative:
(B)(4).

Event description:
(B)(4) was also opened to capture an unreported occurence mentioned in the description below. Procedure: c-section. According to the reporter: this past saturday (B)(6) 2015, we had in incident in a c-section with dr. (B)(6). She was closing the uterus with an o poly cl 854 and the tip broke off of the needle. They were unable to retrieve the needle tip from the patient and they were able to see the tip on xray. The patient is aware. Dr. (B)(6) just called me and said that in her 12 years of doing cases, this has happened to her 2 times and both times here. I asked her if she grabbed the needle from the tip - she said no. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The nurse manager reports the patient is doing fine. No reinforcement material was used.